Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found two bad plungers in the reported problem area of the pipette assembly. The plungers and lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to service.